Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review reyb2097 showed no other similar product complaint (s) from this lot number.

Event description:
On (B)(6) 2014 - as I advanced the guidewire into the vein, I felt resistance and it would not go any farther. I then attempted to advance the catheter into the vein and the wire became stuck in the catheter and would not move, I had to pull the needle/wire out of the vein/arm and it was very painful for the pt.